Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and hyperglycemia on (B)(6) 2020. The customer's blood glucose level at the time of incident was over 600 mg/dl. Customer was sent to the emergency room and placed under intensive care unit. Customer was treated with insulin drip. The customer stated that the insulin pump stopped working and alleged possible pump under delivery. The insulin pump will be returned for analysis.